Event description:
The operator experienced analyzer alarms and changed the f3 fuse on the analyzer. When the operator pushed the f3 fuse into the fuse holder, black smoke and fire came out of the area behind the fuse holder. No patients were involved in the event and no instrument operators or laboratory personnel were injured. The field service representative determined this was caused by operator error. The operator had replaced the 10a fuse with the power still on to the analyzer. He stated the cap of the fuse holder where the fuse was installed, was melted to the body of the holder. The lower part of the holder had disintegrated from the heat of the flames. The field service representative replaced the power box, abs photometer, pcb photometer abs control board, abs lamp supply cable and tensioner pulley. To verify the analyzer operation, he verified that the system booted up with no power problems, ran an air/water calibration and ran a sensitivity check which passed. The operator ran quality control which met laboratory's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.